Event description:
It was reported that the pump "does not lay flush vertically but rather almost 100% horizontally". It was reported that the patient is uncomfortable and it is near impossible and very uncomfortable to wear clothing with a waistband. It was also stated that the patient had "unrealistic expectations for pain relief and abdominal habitus". The dose was increased 14%. The patient was "pain-free at rest". Her pain comes on with standing and walking. The pump was infusing dilaudid.

Manufacturer narrative:
Concomitant products: catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: unknown; physician programmer model: 8840, serial# unknown. (B)(4).